Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged black particles blowing out of the device, device being noisy and patient harm/injury. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. All mandatory section updated and corrected.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles blowing out of the device, device being noisy and patient harm/injury. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.